Manufacturer narrative:
Poly inserts did not fit the tibial tray. Pt was converted to an off the shelf total knee system. Returned device evaluation: poly inserts were returned for evaluation. It has been visually confirmed via engraved serial numbers that the wrong set of tibial inserts was provided with the implant kit.

Event description:
Poly inserts did not fit the tibial tray. Pt was converted to an off the shelf total knee system.